Manufacturer narrative:
UDI (B)(4).

Event description:
Additional information was received from the clinical study site that the patient was sycnopal as a result of this event. The cause of the syncope was documented as related to a treated vt/vf episode stored by the s-ICD system.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks for atrial fibrillation (af). The second shock induced ventricular fibrillation (vf) and it took three s-ICD shocks to convert the arrhythmia. Impedance measurements were all in the 180 ohms range. It was noted that impedances have been higher since implant. The electrode was not in optimal position as it was lying on adipose tissue in a corpulent patient. The electrode was repositioned successfully. A new s-ICD was implanted because the physician wanted a device with the af burden diagnostic feature and defibrillation threshold (dft) testing was successful. No additional adverse patient effects were reported.